Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened without any difficulties noted. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a splenectomy procedure, while going across the ilium on the first stroke, for second stroke, and the knife blade would not advance. They could not get the knife blade to retract to open the jaws. A new device was fired underneath and the first device was pulled off the tissue.